Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. There was no oversensing reported and no asystole of more than two seconds. The lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted that the lead was severed approximately 14 centimeters (cm) from the terminal pin and that only the proximal section of the lead was returned. Setscrew marks were noted on all terminal connectors. A resistance test was completed to assess lead electrical performance with normal measurements. Detailed analysis revealed that the insulation on the rate-sense (rs) terminal leg was ruptured through with evidence of arcing damage on the conductor approximately 8 cm from the terminal pin. This damage was most likely due to lead-on-can contact.